Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. Initial reporter phone number is populated as +1(000)000-0000 to ensure successful electronic submission of the MDR. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: "newly activated freestyle libre 14 day sensor at 0338 hrs gave reading of 150 mg/dl when I had hypoglycemic symptoms. Finger stick at 0339 hrs measured 66 mg/dl. Sensor has been applied prior evening at 200 hrs. This is the third sensor I've used and the first to have significant variation from finger stick readings and symptoms. I started to compare sensor readings (sr) and finger stick (fs) readings. At 1151 hrs sr = 141, fs=109 (32pts high); 1335 hr sr=125, fs=102 (23pts high); 1812 hrs sr=134, fs=173 (1pt); 2053 hrs sr=195, fs=213 (18pts low). On 18 october: 0120 hrs sr= 141, fs=176 (20 pt low); 0845 hrs sr= 148, fs 134 (10 pt high); 1133 hrs sr=134, fs=119 (15pt low); 1911 hrs, sr=24, fs=119 (5 pt high); 2136 hrs, sr=68, fs=77(9 pt low); 2354hrs sr=171, fs=178 (7 pt low). On 17 oct: 1030 hrs sr=114, fs=128(14pt low); 1222hrs sr=157, fs=134 (21 pt high); 1545hrs, sr=115, fs=95 (20pt high); 1733 hrs, sr=72, fs=84 (12pt low); 1251 hrs, sr=200, fs=142 (58pt high); 1527hrs, sr=83, fr=50 (33pt high); 1546 hrs, sr=71, fs=59(2 pt high); 1845hrs, sr=330 (19pt high); 1004hrs, sr=148., fs=128 (20pt high); 1251 hrs, sr=200, fs=142 (58pt high); 1572hrs, sr=83, fs=50 (33pt high); 1546 hrs, sr=71, fs=69(2 pt high); 1845hrs, sr=330, fs=279 (51 pts high); 2244hrs, sr=303, fs=286 (17pt high). On 21 october: 1030 hrs, sr=116, fs=103(13pt high); 1328hrs, sr=203, fs=178(31pt high): 1710hrs, sr=88, fs=73 w / symptoms. I called abbott's service center on 018 october at 1200 hrs. They told me it was due to the vit c I was taking (1gm bid) and levels should become comparable shortly. I called again on 19 october at 1730 hrs and share the readings. I was told the sensor was defective. Remove it, replace it with backup and they send me a new sensor in 3-4 business days-". No self-treatment or third party medical intervention was reported. There was no report of death or permanent impairment associated with this event.